Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus thailand (oth), there was the possibility that this phenomenon was attributed to the aging deterioration of the subject device because more than twelve years had passed since the manufacturing and installation of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that during the inspection by the field service engineer of olympus (B)(4), it was found that the front panel display of the subject device blinked all the time. There was no report of patient injury associated with this event.